Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: after her surgery, pt began suffering from hip pain and right leg fatigue and weakness. She has also experienced a popping sensation in her hip. Additionally, pt has an elevated level of cobalt and chromium metal ions in her blood stream and urine. Pt has suffered significant harm, including but not limited to physical injury and bodily impairment, and consistent and continual pain and suffering. Pt may likely be required to undergo revision surgery.